Event description:
It was reported that: while the device was ventilating a patient, an atypical noise and smoke was coming from ventilator. The ventilator power fail alarm activated. The device would not ventilate. No patient injury.

Manufacturer narrative:
An ac power pack, a section of the power supply was removed by the distributor. Visual examination from pictures provided of the power pack, found that the reported symptom was attributed to a transistor, t101, that became faulty and now exhibits signs of thermal damage.